Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.